Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients appeared in pyxis. A technical support specialist reviewed the data sync logs showing downloads and uploads processing as expected, attempted to trace missing patients to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not having the full list of patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.